Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown if the redness, swelling, drainage, hypertension, and cfs leak had been resolved as it wasn¿t provided to the manufacturer. The implantable neurostimulator (ins) and/or leads were explanted and were sent back for analysis. It was noted all this information was confirmed with the healthcare provider (hcp). No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had redness and swelling around the ins site, as well as, a new drainage. The patient was afebrile but hypertensive and no blood pressure was provided. The rep said that the physician was explanting the system on the day of the report and beginning an antibiotic therapy. The rep noted that no pathogen was identified at the time and there were no identified factors that could have led to the issue. It was also reported that the patient developed a csf leak following implantation of the system; the hcp attempted to treat that conservatively, but ultimately the patient required a blood patch. The rep was not able to obtain dates for those issues for confidentiality reasons. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead h6: added pli20 and codes applicable to it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.